Event description:
It was reported that during testing conducted by a field service tech, the device over-heated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Performance tests on the device could not be performed since the device was in a seized condition. Internal components were evaluated which revealed that the pushrod was twisted which could cause the device to seize.